Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, therefore is unavailable for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode, a non-conformance has been opened to further investigate this issue and determine the root cause for the failure. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)- incomplete as the lot number was unavailable. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported that the suture device was being used with a second suture grasper device. The MFR number for the 2nd report is MFR:1221934-2018-54873. Device manufacture date is unknown. The device lot number is unknown (B)(4)-incomplete as the lot number was unavailable. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via email from a sales representative, who received a doctor¿s forum email thread reporting issues with ideal 30 degree and 60 degree suture passers. Eight doctors were on the email thread. The reported problem was that the suture passer was stripping when pulling out sutures in the sliding, not grasping, position. This complaint is being opened to document a complaint event reported from one of the eight doctors. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.